Manufacturer narrative:
(B)(4). Additional information: the analysis results confirmed that the pouch device was received fully deployed; the bag and the suture were returned. A picture of the device being used during the procedure was received along with the instrument. Upon evaluation, the bag was noted to be fully cinched and cut at half without signs of stretched material; the rest of the bag was not returned. In addition, the suture was found to be cut. Following precautions should be taken: do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents. Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments. Excessive forces should be avoided during bag extraction. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the bag of the pouch broke when being removed from the patient. It is unknown if there were any pieces that fell into the patient. It is unknown if the laparoscopic incision was widened to retrieve the broken bag. It was reported that there were no patient consequences and the case was completed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any part of pouch bag fall into patient? If so, was bag component retrieved from patient? Did specimen fall from bag back into patient when pouch bag broke?